Manufacturer narrative:
Results: there is a kink in the distal portion of the catheter. This kink is approximately (15.1 cm) from the distal tip. A 0.088" mandrel was introduced through the hub of the catheter, and was advanced distally until it reached the kink section located in the distal portion of the catheter. The catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the physician noticed the neuron max 088 was kinked once it in a position to be used. The cause of the kink is unknown however; it is possible the catheter was damaged when removed from the packaging or when being placed inside the patient. All units are inspected for damage prior to shipment and damaged products should not be used as stated in the product IFU. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During the case the physician opened a neuronmax placed into the patient. Then it was noticed the catheter was kinked and it was pulled out of the patient and another one was used. There was no impact on patient care.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.